Event description:
The customer reported to olympus, that there was no image on the hd autoclavable camera head. The issue occurred during a diagnostic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
Additional information was received from the customer, that there were no adverse events with the camera. And the camera will be replaced. The customer decided, that it would be more cost effective to replace vs repair. The device referenced in this report has not been returned to olympus for evaluation. The device will be replaced. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the final root cause of the loss of image was unable to be identified.olympus will continue to monitor field performance for this device.